Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris smartsite low sorbing sets experienced leakage. The following information was provided by the initial reporter: we have had another run of leaking filters recently.

Manufacturer narrative:
The following fields were updated due to additional information: potential lot numbers. D4: medical device lot #: 21119580. D4: medical device expiration date: 2024-nov-09 h4: device manufacture date: 2021-nov-09. H6: investigation summary no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. The lot number is unknown , customer provided two potential lot numbers 21096245 and 21119580. A device history record review could not be performed on model 10013902 because an invalid lot number was provided by the customer. A device history record review for model 10013902 lot number 21119580 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that an unspecified number of bd alaris smartsite low sorbing sets experienced leakage. The following information was provided by the initial reporter: we have had another run of leaking filters recently.